Event description:
Customer reported an iris pot error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. System operates as intended.